Event description:
This report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the controller was displaying distorted images. They tried two different spyscope, and still having distorted images. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4).the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the controller was displaying distorted images. They tried two different spyscope, and still having distorted images. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and front panel shows wear and tear. A functional evaluation noted that no errors in the error logs. No functional problems found. Per the evaluation conducted by enercon technologies, the reported event of poor image quality could not be duplicated. A risk review confirms this is not a new or unanticipated event. As per report attached, the problem is unlikely related to manufacturing, as product analysis identified problems related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. The number of procedures/recycles of the unit, handling during use and reprocessing over time since the device was manufactured are unknown, therefore is probable that that problems are intermittent and are traced to improper routine or preventative maintenance. Based on all gathered information, the most probable for this investigation is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.